Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. A review of the pump¿s black box and alarm history showed evidence of call service 052 and 054 alarms, which may cause the display to be blank for several seconds. The original complaint of a blank display screen issue was noted in the pump history but unable to be duplicated during investigation.